Manufacturer narrative:
G2: citation: authors: akbik, f., saad, h., grossberg j.a., tong, f.c., cawley, c.m., howard, b.m. Aneurysmal recurrence after successful flow-diversion embolization. Interventional neuroradiology 2022. Doi: 10.1177/15910199221105175 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding aneurysmal recurrence after successful flow-diversion embolization. The following medtronic devices were used: pipeline embolization device (ped) among all patient's adverse events / device product performance issues included: the patient had a recurrent intracranial aneurysm despite complete angiographic resolution after flow-diversion therapy with a pipeline embolization device (ped). The patient ultimately underwent interval treatment with a second device placed across the neck of the aneurysm. Three months after initial treatment with ped angiography of the left internal carotid artery (ica) revealed persistent aneurysm opacification with marked contrast stagnation. 15 months post treatment, surveillance magnetic resonance angiography (mra) demonstrated new, interval opacification of the previously cured left ica aneurysm. This prompted an interval angiogram (16 months post treatment) which confirmed recanalization of the previously occluded ventromedial wall ica aneurysm. No radiographic evidence of device migration was seen. The patient elected to undergo placement of a second ped across the neck of the recurrent aneurysm (19 months post-treatment). The procedure was complicated by the onset of global aphasia 6 hours post procedurally, and a subsequent MRI demonstrated a small burden of scattered, punctate, left middle cerebral artery infarcts. Patient was discharged several days later at near-baseline and was completely asymptomatic at clinic follow-up. No further information was provided pertaining to medtronic products.